Manufacturer narrative:
Product event summary: the 12fcc20 sheath of lot number 0012535791 and data files were returned and analyzed. The data files contained an image. The received image file shows a side port tube of a sheath in use, with air microbubbles clearly visible within the connecting tube. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the shaft and handle were intact with no apparent issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the severe leak and in an acceptable range (should be between -0.3 and 0.3 psig). Blockage test with 45 psig showed the pressure decay in the device was 0.05187 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00384 psig and in an acceptable range (should be between -0.3 and 0.3 psig). Pressure testing and inspection of sub-components of the handle and shaft segments. During inspection, pressure testing and blockage testing of the hemostasis valve, a leak path was identified at the hemostasis valve. In conclusion, the sheath failed the return product inspection due to a hemostasis valve leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath 12fcc13 flexcath contour 12f, lots of small bubbles were observed after aspiration of the sheath. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.